Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur; incorrect deployment or migration of the endoprosthesis may require surgical intervention. Adverse events that may occur and / or require intervention include, but are not limited to: endoprosthesis: improper component placement. Please note additional devices implanted and related to this event: pxc121000/(B) (4), pxc141200/(B) (4), pxc161000/(B) (4), pxl161007/(B) (4).

Event description:
On (B) (6) 2010, the patient was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A final angiography was performed and both the physicians and anesthesiologist did not see any concerns with the device or its placement. On (B) (6) 2010, the patient's renal function began to drop and an emergency non contrast computed tomography was performed and revealed the proximal device was covering both renal arteries and superior mesenteric artery. The physician feels he covered the renal arteries during the original implant and did not notice the device placement during the final angiography performed. The same day the patient was converted to an open procedure to explant the trunk ipsilateral leg component and a vascular graft (manufacturer unknown) was implanted. The distal end of the vascular graft was connected to the remainign implanted devices. The renal function was restored and the patient tolerated the procedure.